Manufacturer narrative:
Based upon the information received and investigation performed, the root cause of the reported sealant misdeployment could not be conclusively determined. In addition, without source documentation, a pathology report, or the material to perform chemical analysis, the composition of the occlusion could not be conclusively determined. The aci representative was not present for the case, and unsuccessful attempts have been made by aci to obtain additional patient and procedural information. In addition, it was reported that no pre-procedure femoral angiogram was taken to assess suitability of closure. The mynx instructions for use states to confirm via femoral arteriogram: cfa single wall puncture, evidence of adequate flow and that there is no evidence of significant pvd in the vicinity of the puncture. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
It was reported to the aci sales representative by the cath lab staff that a patient experienced an occluded popliteal following a procedure in which the mynx was used (additional patient and procedural details including exact dates were not provided). The patient had a successful surgical procedure to treat the occlusion of what was reported to be the mynx sealant. Of note, it was reported that the physician did not perform a femoral angiogram prior to closure to assess suitability of closure. There is no report of further clinical sequela and no additional information can be obtained.